Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their reason for their call was because ¿its been shocking¿ on the side of the left thigh, starting from the crease and going all the way down to the toes. The patient stated that this had just started, maybe a week ago but noted that they had fallen about a month ago and they had fallen on the spine. The amplitude was at 0.2 and it was reviewed with the patient how to decrease in order to see if the pain dissipated. It was noted that the patient had an appointment with the managing health care professional (hcp) scheduled for (B)(6) 2020. The patient was redirected to follow up with their hcp to discuss symptoms and fall. No further complications were reported at this time.